Event description:
Presented for routine pacemaker evaluation. He complains of lightheadedness while walking. While he was doing arm rotation, the lead intermittently oversensed non-cardiac signals in the bipolar and unipolar modes. Noise and erroneous signals occurred on the ECG's. Resistances at rest are stable, but during bipolar oversensing, it measures low ohms. Unipolar resistances at rest are 668-728 ohms, and 364-385 ohms during oversensing. Initial resistances in 2/97 measured 684 ohms bipolar and 665 ohms unipolar. The bipolar resistances steadily rose to a high of 923 ohms in 2/98, with subsequent readings of 717-775 ohms from 2/98 - 2/99. Will have lead replaced before total failure occurs since he is occasionally pacemaker dependent.